Manufacturer narrative:
Correction: annex c: c07. Annex d: d02. Additional information: annex a: a07. Annex c: c16. Annex d: d03. Annex g: g02005. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿faulty battery/wont charge/fails battery¿ was confirmed. On 28-oct-2024, pcu device was received unboxed and with paperwork. Inspection revealed that the unit has a faulty power supply board as the unit failed at battery reconditioning process. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace power supply board. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had faulty battery / would not charge / failed battery conditioning. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01 annex c: c07 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿faulty battery/wont charge/fails battery¿ was confirmed. ¿ on (B)(6) 2024, pcu device was received unboxed and with paperwork. ¿ inspection revealed that the unit has a faulty power supply board as the unit failed at battery reconditioning process. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center replace power supply board. ¿ failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had faulty battery / would not charge / failed battery conditioning. There was no patient involvement.

Event description:
It was reported that the device had faulty battery / would not charge / failed battery conditioning. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.